Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 700 and diabetic ketoacidosis (dka). Suspected cause was due to customer consuming too many carbohydrates and the pump volume not annunciating audible tones for alerts/alarms. Customer was admitted into the hospital on (B)(6) 2020 and was given saline and insulin intravenously to treat dka. Customer increased basal rate on pump to treat elevated bg. Customer was released from from hospital on (B)(6) 2020 with no permanent damage. Reportedly, customer continued to use pump for insulin therapy.